Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high. The complaint was classified based on customer service agent (csa) documentation. The patient reported that the issue began ¿one month¿ prior to contacting lifescan and reported obtaining results of ¿400-500mg/dl consistently. The patient reported that on (B)(6) 2019 at 06:30pm he obtained a reading of ¿589mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to his feelings or normal results. The patient manages his diabetes with starlix pills and novolog insulin and stated that on (B)(6) 2019 at 06:30pm he increased his insulin dose in response to the allegedly high results. The patient reported that on (B)(6) 2019 shortly after 06:30pm, he developed a symptom of ¿sweating¿ and self-treated with sweets. During troubleshooting the csa noted that the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.